Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).

Event description:
It was reported the patient experienced a feeling of ¿tightening around his brain¿ after his ipg was implanted. As a result, the physician plans to replace the extension and ipg to address the issue.